Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. Per the ccp to the field service representative (fsr): the ccp plugged the pump into the electrical outlet, turned the switch on, put in the code and started getting other things ready for the case. The ccp went back to the pump, maybe 30-45 minutes later, and noticed that the battery light was yellow instead of green. The ccp checked the electrical connections, unplugged the pump and plugged it into another outlet and there was no change in color. The ccp left the room for maybe 20 minutes, came back and the light was red. The ccp then made the decision to pull the pump out of the patient's room and brought in a different heart lung machine. The ccp plugged the system-1 into an electrical outlet in the pump room. Another ccp checked the battery meter and it was almost fully charged. He decided to use it and the light was still not green. The ccp said he unplugged the connections in the back of the pump and plugged them back in. Soon after that, the light turned green. The user facility¿s biomedical engineer (biomed) called the fsr the next day: the biomed explained that the cardiovascular operating room (cvor) surgery schedule has been slow the past couple weeks, and their three system-1s have not been plugged in nor turned on during that period, which could explain the battery issue that was reported. The unit in question was plugged in and turned on when the biomed called. He told the fsr that the power manager light emitting diode (led) was now a constant green; he asked the fsr to walk him through checking the battery level. The fsr had him open the perfusion screen, and access the "power" tab under the "system" menu. The biomed reported it was at 100%. The fsr had him start the four roller pumps, then unplug the alternating current (a/c) power cord. The biomed reported that over a five minute test on battery: the pumps continued running; the power manager led was flashing green; the battery runtime on the central control monitor (ccm) read 180-225 minutes remaining; the power manager sounded an audible set of beeps after three minutes of no a/c power. The fsr then had the biomed reconnect the a/c power cord, and he reported: the four roller pumps continued running; the ccm power icon in the top right corner indicated the system was on a/c power; the power manager led went to solid green, then to solid yellow for less than a minute, then back to solid green. Based on the fact that the system was now operating normally on both a/c and battery, the biomed did not want to issue a purchase order (po) for the fsr to come in and check the system. The fsr advised the biomed to keep the system plugged in and turned on for the next hours to charge the batteries, and to contact the fsr if he changed his mind. Follow-up with the fsr: the user facility does not have a battery maintenance program in place. The customer has a preventive maintenance (pm) plus agreement, and the fsr last performed preventative maintenance on the system on (B)(6) 2016, at that time, the batteries and power manager were functioning properly. The batteries were last replaced (B)(6) 2014, and are scheduled to be replaced again in (B)(6) 2016. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) noticed that the battery light was yellow instead of green on the perfusion system. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per further discussion with the field service representative (fsr), he doesn't think that the issue was caused by a loose connection, because the system 1's power cord is hard wired into the base. The only electrical connection back there is the auxiliary alternating current (a/c) outlet, which, in their case, is used to power the blood parameter monitor (bpm). The fsr thinks that it was just coincidental that the light emitting diode (led) turned green after the perfusionist (ccp) reseated the connection at the auxiliary (aux) outlet. The user facility does not have a battery charging program in place, and instead rely on charging to take place while using the system during cases. Normally, this has worked in the past, because they do a lot of cases during the week, so the units (3 system 1) are plugged in/turned on throughout the week. But, they hadn't done very many cases lately, and this unit wasn't charging as usual. The fsr doesn't think the batteries were stressed, since the green led eventually came back on and based on the check he did over the phone with user facility¿s biomedical engineer (biomed), it was proved the unit was functioning as it should after the batteries were charged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.